Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed since the problem could not be replicated. One hickman 7fr d/l catheter was returned for investigation. The d/l tubing extended 11.9 cm from the distal end of the surecuff. A suture was tied around the catheter 3.5 cm proximal to the surecuff. The cuff was discolored, which indicates that the catheter was used. A functional test revealed no leaks in any part of the returned device. As the reported event could not be replicated with the returned device, the complaint of a damaged catheter is unconfirmed. The cause of the reported wet gauze could be associated with other clinical complications. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the physician that on (B)(6) 2017, the patient's gauze was wet. The physician noted that the fluid leak was an anticancer drug. No patient injury was reported.